Event description:
It was reported that the user¿s ilet displayed prompts to connect a cgm or enter blood glucose despite the user having started a new dexcom g7 on the dexcom app, and the device did not show the sensor on the ilet until the agent navigated to the dexcom menu and initiated the sensor start on the ilet using pairing code 0972. Symptoms included no clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included guided troubleshooting and education to initiate the dexcom g7 from the ilet interface and allow pairing to complete. Investigation of this case revealed that the sensor had not been started on the ilet, resulting in a pairing state that prevented cgm data display until the correct pairing workflow on the ilet was followed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pairing and startup sequence on the ilet for a dexcom g7 sensor.